Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the subject device image did not rotate when they twisted the handle. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of bent on tube and dents on tube was confirmed and the reported failure of image does not rotate was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector is cracked on the side, loose adapter. Based on the results of the investigation, it is likely the following led to the malfunction, bent on tube and dents on tube was confirmed due to deformation problem. The most probable cause of the complaint is cause traced to component failure. Based on the results of the investigation the most probable cause of the reported failure "the image does not rotate" is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that for the subject device image did not rotate when they twisted the handle. There were no reports of patient harm.